Event description:
It was reported that, surgeon did a left hip revision of a rejuvenate stem because patient was complaining of pain in left hip. Removed bipolar component, stem and modular neck. Replaced with a wright medical hip system. Surgeon said patient has a lawyer and as a result will not release explants or x-rays or allow rep to take any pic of x-rays as a result.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.